Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and leaks from the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer stated that there are large bubbles and the reservoir area smells like insulin. The customer stated that the leak is at the bottom of the reservoir. The customer will be sent replacement pump, belt clip and reservoirs.